Manufacturer narrative:
The first distal thread is broken off. The broken portion was not returned for evaluation. Additionally there are striations on the screw consistent with being handled with a hemostat or other grasping device. Dimensional assessment of the screws major diameter and wall thickness confirmed it meets print specifications. A review of the device history record was performed which confirmed no inconsistencies. No root cause related to the manufacturing process can be established.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw broke when inserting through the bone during tibial fixation. A backup device was available to complete the procedure. A delay of less than 30 minutes was reported. No patient impact reported.